Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that upon review, patient's right ventricular(rv) lead exhibited high capture thresholds. The rv lead was explanted and replaced. The patient was stable.

Event description:
Additional information indicates that the high threshold was observed in clinic.